Event description:
A customer reported that an ophthalmic operating system which exhibited ineffective cutting of lens material due to incomplete holding during surgery. Surgery was successfully completed with existing condition. Physician suspected capsular rupture, but during and end of surgery, no rupture identified. Three piece iol was used as a precaution due to capsule observations. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. The root cause of the reported event is attributed to the customer¿s dissatisfaction with the system's irrigation power. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures. Similar complaint review of the serial number was not performed. Based on the information obtained, the root cause of the reported events is inconclusive. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).